Event description:
Customer reported he had changed his infusion set on monday and tuesday and was admitted to the hospital on wednesday. Customer's blood glucose was 585 mg/dl. Customer's symptoms were nausea, vomiting, and chest pains. Customer treated high blood glucose with manual injections. Customer had to go call back was scheduled. Customer stated the hospitalization was due to a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.